Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer observed "battery deterioration." There was no reported patient involvement.

Event description:
It was reported to philips that the battery is deteriorated. There was no reported patient involvement.